Event description:
It was reported that non-sustained ventricular noise episodes were observed. The lead was explanted and replaced during device upgrade. The patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.